Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis and vomiting, with a blood glucose reading of 410 mg/dl. The customer also reported multiple motor error alarms. Troubleshooting was attempted, but the insulin pump was not able to complete the rewind. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.